Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient had drain issues. The patient went to the emergency room (ER) on (B)(6) 2015. The patient informed the ER staff he had been having trouble draining since (B)(6) 2015. He stated he experienced pain and was unable to perform treatment since (B)(6) 2015 (further details not provided. On (B)(6) 2015 when he attempted to perform treatment he reported the pain was worse and he was still unable to drain, therefore he returned to the emergency room where he was admitted on (B)(6) 2015. The pdrn reported the patient complained of pain on the right side (opposite side of the catheter). He was vomiting and complained of being hot and feeling sick. The pdrn was instructed to fill the patient; and attempted to drain him; however, two attempts to perform manual exchanges failed, and the patient could not drain. On wednesday (B)(6) 2015, (B)(6) was instructed to drain him via syringe; however, was unsuccessful. She attempted to perform manual exchanges and added heparin; however, they were only able to drain approximately 3 cc. Patient had a fistula in place and received and completed dialysis on thursday (B)(6) 2015. Patient was moved to hemo and will be receiving dialysis in the clinic, 3 times a week. Patient was diagnosed with peritonitis on (B)(6) 2015 and administered 1 gram of ancef and 1 gram of fortaz. The patient is also on intravenous antibiotics and is receiving 1 gram ampicillin twice a day.

Manufacturer narrative:
Sections have been updated to reflect additional information received for this reported event. Section has been updated to reflect corrected date for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during manufacturing. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.